Manufacturer narrative:
Date sent to the FDA: 08/28/2008. Mesh torn - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During insertion of the device, the right side of the mesh broke. The procedure was successfully completed with a different type of sling device.